Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the united states, it is similar to a device currently marketed for sale in the united states.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified lesion in the distal left anterior descending (lad). A non-abbott guide wire was placed. The 2.75x15mm nc tenku balloon dilatation catheter (bdc) was unpackaged without issue and prepped before use with no leak or issue noted during preparation. The bdc was advanced to the target lesion without reported issue; however, during inflation the balloon ruptured at 4 atmospheres (atm) and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.75x15mm non-abbott bdc and non-abbott stent implant were used to successfully complete the procedure. There was no additional information provided.